Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath and smothering patient during treatment. There was no report of serious patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on (02/28/2023) for further evaluation. The device was evaluated on (05/31/2023). The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. Secondary findings such as dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, suggesting source external to the device. Evidence of water ingress on the blower and blower box. Blower box had a slight smell of cigarette smoke. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination. The manufacturer concludes that they could confirm the presence of contamination in the airpath. Section d8, d9, h2, h3 and h6 were updated.